Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, the patient experienced high intraocular pressure (39mmhg) in the left eye after vitrectomy, vitrectomy injection, retinal laser photocoagulation, pre retinal membrane stripping and gas compression surgery. It was also reported that might be related to considering the possible increase in intraocular pressure caused by gas expansion or transient angle obstruction caused by anterior displacement of the lens (artificial) and iris during postoperative patient sitting position, which required medical treatment. The current condition of the patient was recovered from the reported events.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no sample returned for this investigation. Based upon the information provided a root cause cannot be conclusively determined. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch production record was performed and showed no unusual manufacturing issues. A review for complaints reported for this issue, showed one other complaint. In addition, a check of the complaint records showed five (5) other related complaints again. As a result, the non-conformance review showed there are potential contributing factor(s). Based upon the information provided a root cause cannot be conclusively determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).